Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope plus involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer complaint. However, there was visual damage to the cable, discoloration of ic housing, and laser marking on the housing. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope plus image flipped back and forth. The procedure was completed with no reported injury.